Event description:
It was reported that a patient presented through remote transmission. Review of the transmission revealed ventricular noise causing episodes of noise reversion. The device went into asynchronous mode. No programming changes were made. The patient was in a stable condition.